Event description:
Reporter alleged discrepant back to back blood glucose results of 488 mg/dl on the advantage system compared to 212 mg/dlon a professsional meter when tests were performed within 1 minute. Repoter stated that the customer had no symptoms. No treatment/action was reported. A request was made for the return of the suspect device and replacement product was sent.